Event description:
Unable to obtain a seal when using novasure endometrial ablation device. Suction could not be obtained. Hystoscope did not reveal any patient injury. Procedure completed successfully with a new novasure device.